Manufacturer narrative:
A covidien customer service engineer (cse) replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) on the 840 ventilator requested by the customer, and updated the backlight inverter pcbs. All calibrations, tests, and performance verification were performed according to the manual. The unit passed all tests, and was operating within manufacturer's specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer from the USA that an 840 ventilator graphic use interface (gui) central processing unit (cpu) display were blank, and the customer request for it to be replaced. Additionally, it was reported to be known if there was patient involvement. No additional information is available.